Manufacturer narrative:
Zoll has not received thermogard console for investigation. A supplemental report will be filed when the product is returned, and investigation has been completed.

Event description:
The customer reported that the thermogard console (sn (B)(6) displayed a mid:14 (bg power supply) message. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.